Manufacturer narrative:
Unit passed the displacement test, current test, sleep current test and self test. No unexpected pump error 23 noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Pump successfully downloaded traces and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, pump error 23 was in the pump history/trace files on 10/23/2024 at 22:26:03.000. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 10/23/2024 21:44:00.000 and on 10/10/2024 02:36:00.000. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, scratched case, cracked case-corner of belt clip rails and label damage (faded). No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss, charge/battery lasts less than expected and unexpected pump error 23 were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 23 (post-reset ram crc alarm), unexpected battery power loss, charge/battery lasts less than expected. The customer reported, no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported, receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for 8 hours. And error wasn't immediately after battery change. Customer reported, receiving replace battery alert/replace battery now alarm, after receiving a low battery warning. Pump is behaving normally. No harm requiring medical intervention was reported. Mmt-1885 was requested. And customer will discontinue to use the insulin pump. Customer response was, the device will be returned.